Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). It was noted that the last maintenance of the equipment was performed on (B)(6) 2020" and the last cell change was on (B)(6) 2020. The previous calibration was performed on (B)(6) 2021 with acceptable results. The previous qc test had acceptable results and showed no indication for a performance issue of reagent or instrument. A general instrument or reagent problem could not be identified. Based on the limited amount of information provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 5.00 pg/ml with a data flag and the repeat result was 161.5 pg/ml. No questionable results were reported outside the laboratory. The reagent lot number was 503901 and the expiration date was 31-oct-2021.